Event description:
The reporter stated the surgeon implanted a 12.5mm icm125v4 implantable collamer lens in the pt's left eye in error. The surgeon implanted lens meant for the right eye in the left eye. No further info available. See MFR #2023826-2010-01138 for the other eye.

Manufacturer narrative:
(B)(4) (wrong lens implanted), (B)(4).